Event description:
During review of programming history for the patient's generator, it was observed that a programming anomaly occurred on (B)(6) 2009 as a result of a faulted system diagnostic test. A final interrogation was not performed, and the settings were not corrected until the following office visit on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history performed.